Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp keypad recall completed. Replaced upper pressure sensor due to 240.4150 error. A review of the device history record showed the device had a manufacture date of 28nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported channel error 240.4150, bottle side sensor. There was no patient involvement.

Event description:
The customer reported channel error 240.4150, bottle side sensor. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported channel error 240.4150, bottle side sensor. There was no patient involvement.

Event description:
The customer reported channel error 240.4150, bottle side sensor. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, e2, e4, g1, g2, h6, h7, h9, h10. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6)2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.